Manufacturer narrative:
.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were not calcified or tortuous. It was reported that at the 1 month follow-up a type 3 endoleak was detected at the location of the contralateral gate. Upon further analysis the contralateral limb was found to have been deployed outside the gate with approximately 4 cm of overlap. It is unknown how this happened because a pigtail catheter was used to ensure its position within the contralateral gate. The bifurcated stent graft was converted to an aorto-uni-iliac system by implanting an aneurx aortic cuff in the flow divider. A fem-fern bypass was performed. This successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.